Manufacturer narrative:
Results & conclusion: the tissue removal device (trd) was received, inspected, but not tested. No loose metal shavings were observed in return packaging. Manual rotation of drive cable prior to operation showed blade tube assembly still in closed position and not moving with drive gear mechanism. Dissection of the trd showed a broken blade tube assembly at proximal end of outer metal tube. Outer metal tube was bent at proximal end and showed score marks as did the blade tube assembly itself indicating excessive force applied to trd during procedure. Strike marks on upper cutting window rim and blade edge damage indicating blade exit during procedure also noted. The IFU states to immediately replace device upon such an occurrence. This finding indicates that blade damage and broken blade tube is user related. All myosure trd's are tested for proper mechanical function and blade damage prior to qa release. This observation will be monitored and trended. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. Reference internal complaint cc# (B)(4).

Event description:
It was reported during a myosure procedure for uterine tissue removal on (B)(6) 2016, the device stopped working and the physician saw "metal shavings in the cavity". The physician retrieved all the metal shards and the patient was discharge home.